Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of pseudoaneurysm, hemorrhage, hematoma, thrombosis, infection, tissue damage (vascular injury), fistula, embolism, stenosis are known inherent risks of the procedure. A conclusive cause for the reported patient effects of swelling, stroke, and the relationship to the product, if any, cannot be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event: estimated date. Exemption number e2019001. The devices are not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.

Event description:
It was reported through a literature article that proglide devices may be related to the following: pseudoaneurysm, arteriovenous fistula, blood transfusion, hemorrhage, hematoma, deep vein thrombosis, infection treated with medications, embolism, stroke, wound dehiscence, postoperative seroma, stenosis, conversion to surgery and prolonged hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, titled "clinical and economic outcomes of proglide compared with surgical repair of large bore arterial access".